Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Software analysis pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to register. The doctor was unable to get a passing registration and the site had to swap to a fusion compact system for the case. The registration they got had an error metric of 7.5mm and the metal interference value for the patient tracker was 1.75. It was reported that the surgeon was wearing a battery pack on hip for headlight and this has been a factor for difficulty to register before. Manufacturer representative will monitor how the site works with the fusion compact for one more case to see what the patient tracker numbers are. It was also noted that site is using an old bed. Probable cause was determined to be em interference from battery pack. There was a reported delay of less than one hour. There is no known impact on patient outcome.

Manufacturer narrative:
Logs and archives were received for analysis. It was determined that the cause could not be confirmed without further information as the behavior could not be replicated. It was suspected that the cause was due to metal interference. Codes 10, 213 and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.